Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material were separated 17 cm distal to the strain relief tubing, confirming the reported information. The fracture faces were oval shape as if kinked prior to separation. The jacket was stretched and jagged at the separation. There were multiple bends through out the entire length of the sds. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was mildly calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered; the shaft kinked. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no lot specific product quality deficiency. The reported failure to advance and hypotube separation appears to be related to the operational context of the procedure. All stent delivery system are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the attempt to stent a heavily calcified lesion in the left circumflex, a 2.5 x 38 mm xience prime would not cross. A 2.25 x 18 mm xience v was selected for use; however, this also was unable to cross. A 2.5 x 23 mm xience v was selected for use, which also would not cross and during the attempt to cross the proximal shaft separated. Two 2.25 x 18 mm non-abbott stents were able to cross the lesion and the lesion was successfully treated. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.